Event description:
It was reported by the pt that the pain pump that was placed following a labral tear procedure began leaking. The pt removed the pump and the catheter was removed without incident by the hospital staff. The pt continued taking the oral medication that was prescribed at discharge.

Manufacturer narrative:
The pump was discarded following the removal.